Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handle had something wrong, and the reload could not be opened. Another handle and reload was used to complete the case. There was no patient injury.